Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a semi-open pneumonectomy, the cartridge had been broken off. The device was used on the blood vessel. Another cartridge was used to complete the case. There were no adverse consequences to the patient. One device will be returning. No further information is available.